Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during a patient event, their device would intermittently not detect the connected hard paddles assembly. When the device user wiggled the therapy connector assembly, proper device operation was observed. The patient was then successfully defibrillated with the device. The customer did not provide additional patient information or the outcome of the patient.